Manufacturer narrative:
Manufacturers trend analysis show that implant failure is a low-rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Dental implant failure,